Manufacturer narrative:
One-unit model 5566 trapliner catheter was returned to vsi for evaluation. A manufacturing record review was completed and zero related nonconformances were found. A returned product evaluation was also completed; the trapliner was examined and found to be separated. The breakage was distal of the balloon at the hypo tube ribbon weld. A bend was observed at the breakage point, supporting that the breakage was likely caused by a bend to the hypotube shaft . The hypotube shaft was also kinked in the balloon section proximal to the weld break. Operational context likely caused or contributed to the reported event.

Event description:
This issue was found prior to use on the patient. The 6fr trapliner was prepped by the staff prior to use. When it was handed to the physician, he started advancing it through an open valve and the trapliner snapped just after the half-pipe. Completed with another device of the same model. No patient impact or injury reported.